Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected out-of-range right ventricular (rv) lead impedance measurements. Associated with this was evidence of myopotential oversensing. There was no asystole greater than two seconds. Isometrics and pocket manipulation was able to reproduce myopotential noise. The device was reprogrammed and remains in service.